Manufacturer narrative:
(B) (4). (B) (4). Eval summary: guide wire tip separation of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and manipulation. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. As the separation was noted right after stenting, it is possible that the separation was due to interaction between the stent and guide wire. Per instructions for use, "use extreme caution when moving a guide wire through a non-endothelialized stent or through stent struts into a bifurcated vessel. Use of this technique carries additional pt risks, including the risk that the wire may become caught on the stent strut". A perforation is not generally associated with a wire quality issue and is typically related to circumstances in the procedure such as anatomy, morphology, and physician technique. In this case the vessel morphology or disease state is not known. Per the instructions for use, "examine the tip movement under fluoroscopy before manipulating, moving or torquing the guide wire... Do not push, auger, withdraw or torque a product that meets resistance". Without the return of the device, a thorough analysis could not be performed and a definite root cause could not be determined. However, overall, based on the case circumstances, the reported separation, guide wire tip left in the anatomy, and perforation appear to be related to circumstances during the procedure and not related to a quality issue with the guide wire.

Event description:
Device malfunction: guide wire tip separation. Time of device malfunction: during the procedure. Adverse event: perforation/surgical intervention. It was reported that during a mid circumflex artery stenting procedure, after an unk stent was implanted, the physician removed the guide wire encountering no resistance. Upon final angiogram it was noted that the tip of the wire remained in the distal portion of the artery and a perforation had occurred stated to have been caused by the guide wire. Pts anticoagulants were reversed and the perforation was treated with a long balloon inflation. The pt was taken to surgery where a pericardial window procedure was performed. The guide wire tip was not removed and remains in the pt. Pt remains stable after surgery. There was no additional info provided.